Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and mesh was used. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced pelvic pain, infection, urinary problems, bowel problems, recurrence, dyspareunia, and difficulty in walking, standing and lying down for extended periods of time. No additional information was provided. (B)(4) - bowel problems; undefined recurrence; dyspareunia; difficulty in walking/standing/ lying down for extended periods of time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient concurrently underwent dilatation and curettage, hysteroscopy, and cystoscopy.

Manufacturer narrative:
(B)(4): it was reported that post implantation, the patient experienced pain, infection and urinary disturbances.